Event description:
Caller reported issue with pump battery not charging. There was no adverse impact to the customer's blood glucose level. Caller attempted various troubleshooting steps, including using different wall outlets, adapters, and charging cables, but none resolved issue. As pump is out of warranty, caller decided to contact her healthcare provider for a new pump.